Event description:
Additional information received indicate the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's controller displayed the "replace generator soon" message and is nearing possible premature end of life. No other information is known at this time. Surgical intervention may be needed at a later date.